Event description:
Patient presented to the physician with ongoing fluid discharge at the chest incision site due to an open wound from delayed healing. Physician brought the patient into the operating room, removed the ipg and sense lead, capped the stimulation lead, irrigated the pocket with antibiotic solution, and closed.